Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 the patient experienced peristomal erythema, fever, and a stoma site infection. It was reported that the patient was hospitalized. On an unknown date, a stoma culture was performed, and the patient was diagnosed with candida albicans at the stoma site. The patient was treated with clotrimazole, oral fluconazole, and oral amoxicillin for the stoma site. On (B)(6) 2023 it was reported that the patient's fever had resolved.